Event description:
The user indicates us that the patient has been implanted with the adjustable valve in skull region. The user wanted to check the shunt system, but the csf was not coming out of the distal catheter. They tried to pull csf through multiples times and decided to explant the shunt system and to replace it.

Event description:
The user indicates us that the patient has been implanted with the adjustable valve in skull region. The user wanted to check the shunt system, but the csf was not coming out of the distal catheter. They tried to pull csf through multiples times and decided to explant the shunt system and to replace it.